Manufacturer narrative:
The user was treated with antibiotics. The sensor was successfully removed early due to infection. No further follow up from the user was possible.

Event description:
On january 21st 2020, senseonics was made aware of an incident where user had an infection at insertion site and was prescribed with antibiotics.